Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance of greater than 2000 ohms during the implant procedure. Several lead positions were tried, but the impedance issue could not be resolved and the lead was not used.